Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a low blood glucose alert. Reportedly, after the customer closed the alert, the alert annunciated again. Customer had a low blood glucose level of below 60 mg/dl. Customer stated their low blood glucose level was most likely due to the customer taking a walk too soon after eating. Customer consumed glucose tablets to stabilize blood glucose levels.